Event description:
It was reported that after a change in disinfectants during reprocessing, corrosion on the subject device on the auxiliary water supply tube was observed. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4 - primary UDI number , unique device identifier (UDI) #, d4 - unique device identifier (UDI) #1, d8, h2, h6, and h11. Corrected fields: d9. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.